Event description:
A customer reported to baxter (B)(4) that the patient adaptor separated from the tubing of the transfer set. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a connection issue in a transfer set was not confirmed and the root cause could not be determined during the sample evaluation. Functionally a lab titanium adapter was hand tightened without difficulty and pressure tested underwater with no leak noted. The set was functionally tested underwater at 8 psi with clear-passage noted. Patient adapter and silicone tubing/bushing was assembled per manufacturing specification. During visual inspection no abnormalities were noted.